Event description:
It was reported that during a therapeutic laparoscopic hysterectomy procedure, the subject device image appeared black/white striped and a scope error message presented. After a brief delay, the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information updated field: e3. Updated fields: d8, d9, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "image was black/white striped" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore error 218 occurs. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic hysterectomy procedure, the subject device image appeared black/white striped and a scope error message presented. After a brief delay, the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.